Manufacturer narrative:
Phone: (B)(6).

Event description:
Information was received indicating that a smiths medical tracheostomy cuff was found leaking after 24 hours in use. The trach was changed out and then the same issue was found 24 hours later. There were no reported adverse events.

Manufacturer narrative:
Other, other text: one unit was returned for investigation. It was submitted to leak testing and found that the customer complaint was confirmed. Tools that were used during the manufacturing process were used to create holes in the cuff to see if the holes matched the size and shape of the hole in the complained cuff. The holes did not match which led to root cause being traced to after the device left the manufacturing site.